Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had reached an eol (end of life) battery status in jaunary 2004 and a fault code was displayed that indicated the ICD failed to charge the capacitors in the maximum time alotted.